Event description:
Patient was revised for implant migration. Elevated ion levels and tissue blackening were also reported.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised for implant migration. Elevated ion levels and tissue blackening were also reported. Doi (B)(6) 2008 dor (B)(6) 2014 (right hip). Update received 03/05/2014 - this patient, who is bi-lateral, contacted depuy's legal department to file a claim. He indicated that he experienced pain and "shifting" of his right hip for a considerable amount of time and was revised on (B)(6) 2014. He had bloodwork done in (B)(6) that he said showed very high co and cr levels, but he did not know the specific levels. He also indicated that xrays at that time showed that the cup was "out of place." He also states that the surgeon found "lots of black tissue and metallosis." Update recv'd 03/19/2014 - patient's medical records were received. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information, it cannot be determined if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Medical records were received and reviewed. From the information reviewed in this report, it is unlikely that there was a manufacturing fault. The ap of the pelvis shows bilateral hip arthroplasties with the right acetabular component in a vertical position with what appears to be 2 screws present. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/15/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated cup loosening with migration, metallosis, and two loose screws and one of them that was broken and wasn't able to be removed. Lab results from (B)(6) 2014 indicated the patient had cobalt and chromium levels significantly higher than 7ppb. There is no new additional information that would affect the existing MDR decision.